Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical product: model: 5076-65, lead; implanted: (B)(6) 2012.

Event description:
It was reported that the patients defibrillation epicardial patch lead exhibited high impedance. The lead was capped and replaced with a endocardial right ventricular (rv) lead. It was also reported that the patient's implantable cardioverter defibrillator (ICD) had a "malfunction." No patient complications have been reported as a result of this event.